Manufacturer narrative:
(B)(4). Pump received with partially broken reservoir retainer ring and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to broken retainer. Unable to perform displacement test due to broken retainer.

Event description:
Information received by medtronic indicated that the insulin pump had damaged lip ring. The customer stated that the reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.